Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions (B)(4)) and the importer (niti surgical solutions (B)(4)), as niti surgical solutions (B)(4) serves as the designated complaint handling unit for both facilities. The device was not available for eval, however, the production history files were reviewed, indicating that the device was released pursuant to the product specs. Anastomotic leakage is one of the most common complications of colorectal anastomotic procedures with both staplers and compression anastomosis devices and the current cumulative leak rate found with the use of the colonring device is within the low range reported in the literature for anastomosis devices.

Event description:
The pt underwent an open left hemicolectomy procedure due to colonic cancer. The anastomosis was created with the coloring device. Resection of meckel diverticulum was also performed during the same surgery. A leak was indicated an pod 5 (after the pt had stool and severe pain in the abdomen). The pt was reoperated and hartmann procedure was performed.